Event description:
The following has been reported: "after initializing venofer infusion for pt, the machine kept beeping and error code read that there was air in line. This kept happening and nurse could not fix/rectify the error. There was no air in the line. Nurse flushed line numerous times and flicked the line numerous times to rid any unseen bubbles. The IV pump was also shut off by nurse and restarted 3 times to hopefully resolve the issue. It would work for a few minutes and then start beeping again with same error." This is potentially a defective air sensor. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.